Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right ventricular (rv) lead became dislodged and fell into the atrium where it detected atrial flutter and delivered inappropriate shock therapy. The patient had developed an aneurysm in the ventricle that caused the lead to become dislodged. The lead was programmed off until it could be revised. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.